Manufacturer narrative:
The product was not returned.

Event description:
A female patient had a tampon in and could not get it out. Mother took her to the doctor. Daughter had to have hymen cut. Hymen skin was wrapped around the tampon.